Event description:
Distributor contacted dexcom technical support on (B)(6) 2014. Distributor claimed that on (B)(6) 2014 patient contacted them and stated that on (B)(6) 2014 patient experienced no audio output.